Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, went to the ER because the cgm was displaying 50mg/dl on her receiver. Upon arrival, the bg was checked, and it was 309mg/dl. The patient did not provide any details on symptoms nor about treatment. Dexcom attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.